Event description:
During prepping of the 6 x 100 mm smart stent, the stent started an initial deployment prior to placing in the pt. The experienced physician considered the product defective.

Manufacturer narrative:
All the instruction for use (IFU) guidelines was utilized during prep, and attempted utilization of the product. Prior to shipping, there were no other issues with the unit. The product was not utilized in the pt. No further info was available. Add'l info will be submitted within 30 days.